Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. It was noted that the patient experienced syncope while the device was in safety mode. This patient is dependent on pacing according to the health care professional (hcp). This device was explanted, and a new crt-p was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode upon interrogation. It was noted that the patient experienced syncope while the device was in safety mode. This patient is dependent on pacing according to the health care professional (hcp). This device was explanted, and a new crt-p was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further evaluation.